Event description:
The sheath was placed for use during an angioplasty procedure. Upon completion of the procedure, the sheath was pulled back and separated slightly distal to mid shaft. A puncture was made contralaterally and a 9fr sheath was placed. The separated segment was then snared through the 9fr sheath and removed.